Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and up arrow was hard to press but certain times it was working sometime not. Customer's blood glucose level was 150 mg/dl. Customer also stated that the numbers are not ramping on their own and scroll bar was not moving with no input. It was also reported that the button were not unresponsive during an easy bolus attempt. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.